Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the statlock devices have sharp edges on the plastic wings. This is creating holes in the central venous line dressings. No harm to patient as of now. Rough edges are causing us to have to change dressings more frequently. A specific number of affected devices or patients was not provided by the complainant.

Event description:
(B)(6) 2026: it was initially reported that there were "several statlocks" with sharp edges. As a specific number was not provided, the occurrence number defaulted to 1. Five total samples were returned with two showing the reported characteristic. Therefore, the occurrence in the file was updated to 2.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of defective statlocks is confirmed and was determined to be supplier manufacturing related. Five tricot statlock PICC plus devices were returned for evaluation. An initial visual observation revealed three of the statlock devices were returned with their respective packaging and a note stating, "no issues". No obvious damage or defect was observed on these samples. The remaining two statlocks were returned with their retainer tabs closed and within their original packaging. A note was returned with these samples stating "circle visible & palpable at wings". A tactile evaluation was performed, and the two samples were noted to have a slight protuberance on the tab. The protuberances were observed to be slightly sharp. A microscopic observation revealed the protuberances appeared to be made of the same material as the retainer, suggesting it was likely caused by a molding flaw during the manufacturing process. The statlock retainer was a supplied component; however, a supplier notification cannot be created as the retainer is now manufactured at a bd facility. This complaint will be recorded for future trending and monitoring purposes.